Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure the catheter tip detached when backloading the catheter onto the guide wire. This occurred prior to entering the pt anatomy. Another rx rocket was used to successfully complete the case. Reportedly no pt injury occurred.